Event description:
Harmonic ace instrument cord piece broke off while cord was being attached, prior to the three clicks. Manufacturer response for ace harmonic, ace (per site reporter): emailed rep and requested report to sent to us after investigation.